Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 17 previously reported events are included in this follow-up record. Product return status 13 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. - 12 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 15 events were originally reported for this failure mode during the reporting quarter. - 3 events were inadvertently excluded. - 18 reported events are included in this follow-up record. Product return status 13 devices were received. 4 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. - 13 events had no patient involvement; no patient impact. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 7 devices were received. 3 devices were not available for evaluation. 5 device investigation types have not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.